Event description:
Arterial dissection upon insertion of the arterial sheath due to loss of wire position by the 2nd fellow performing sheath insertion. Initial access closed, re-accessed proximally, regained luminal position and tcar performed w/originally planned 8 x 40 across rica lesion, w/2nd stent 9x 30 inserted within 1st stent extending proximally down to sheath treating dissection. Patient awakened, neuro intact w/all extremities moving.